Event description:
Component blood product processor noticed that during visual inspection prior to sampling for a product platelet count two separate units -9232420 and 9232421- both had developed leaks in ands around y junction that connects the two collection bags. Visually, the junction itself seemed intact. The tech was not sure if the leak actually occurred in the tubing connected to the junction or if it leaked at the junction itself. The discovery was made prior to prduct labeling. 6 days later the same issue occurred with one unit -9232637. The leak occurred in the same area although it was felt that the junction itself was faulty with this unit. It was discovered in the blood bank after it had been labelled. Product used for apheresis platelet donation collection.